Manufacturer narrative:
The replaced q-switch rf cable was not returned to the manufacturer.

Manufacturer narrative:
System analysis/service repair: the reported issue was determined to be the result of a faulty electrical connection. The q-switch rf cable was replaced; the fuse box and other connections were also checked. The system was confirmed to be functioning properly.

Event description:
It was reported that after anesthesia had been administered and just before beginning a prostate procedure, the laser system had difficulties booting up due to a loose cable connection. The procedure was rescheduled and completed later that day after repair of the laser system. There was no patient injury reported.